Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: it was stated by the complainant that a mechanical noise and tf alarm (technical fault) occurred during ventilation (tf485001, 1446029, 1746004, 431001, 446029 ). Hamilton medical ag received log files for analysis. On the day of the event the log revealed an ambient mode (tf485001) which means that the device stopped ventilating. There was no information provided how the patient was further ventilated. The root cause was deemed to be a defective blower module which was exchanged. After the exchange of the blower module the device performed flawlessly and was sent back to the customer. In this case there was no patient or user harm but an ambient mode during ventilation of a patient can affect the treatment and a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while ventilation, mechanical noise, alarms, changed ventilator.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while ventilation, mechanical noise, alarms, changed ventilator.